Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. This was noticed during a quality check before patient use. The device was filled with 3500mg fluorouracil in 230ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between july 30, 2024 ¿ august 1, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside a yellow bag that contained the folfusor device which suggested leak occurred inside the bag was observed. The photo also shows a droplet of fluid coming out at the blue winged luer cap and the cap's position was crooked. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.